Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. It was determined that the front panel blinking due to fatigue of turret motor and high brightness motor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, panel on the otv-s7proh-hd-l08e is flashing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the fatigued turret motor and high brightness motor could not be identified. Olympus will continue to monitor field performance for this device.